Event description:
The physician used the venaseal to treat the great saphenous vein as per IFU. Five vessels were treated. The patient had smaller vessels as a result the procedure time was extended, taking approx. 2-5 hours. The procedure was completed successfully without incident. It was reported the patient complained of phlebitis post procedure exhibiting symptoms of fever and chills. The patient was treated with cephalixin 250mg and 8/1 blisters drained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.